Event description:
A (B)(6) boy wearing a long arm cast that consisted of 3m stockinet, 3m synthetic cast padding, and ossur fiberglass had an allergic reaction to the casting material. The boy's mother said that he complained of itching a few days after wearing the cast. When the cast was removed 3 weeks later, the boy had blistery bleeding on the entire area under the cast and the stockinet was stuck to his skin. The boy was taken to see a dermatologist. The dermatologist determined that the boy was experiencing an allergic reaction and treated him with oral prednisone and a topical hydrocortisone cream. The cast was replaced with a removable air cast and the reaction was resolved within 48 hours.

Manufacturer narrative:
Stockinet is manufactured by: alba health. (B)(4). 3m synthetic cast padding is a class I product. The boy's mother, (B)(6), indicated in her report that her son tends to have sensitive skin and is known to have reactions to sunscreens and chapstick. Based on the info reported, 3m believes that pt's history of skin sensitivity contributed to the adverse event. The device was not returned for further investigation, therefore, no further conclusions can be drawn. 3m will provide an updated report when further info is available.